Manufacturer narrative:
Na.

Event description:
The initial reporter stated they initially had issues with alarms indicating abnormal low signal on the cobas 6000 e 601 module on (B)(6) 2021. The customer checked pinch valve tubing and syringes for leaks, none were found. A system reagent was found to be low. The customer called back on (B)(6) 2021 stating they continue to receive the low signal alarms and they received discrepant results for three patient samples tested on (B)(6) 2021. The first sample had discrepant results for the elecsys troponin t gen. 5 stat assay and the other two samples had discrepant results for the elecsys hcg test system. The first sample initially resulted in a troponin t value of 375 pg/ml and this value was reported outside of the laboratory. A low signal alarm occurred during the time of initial testing. The sample was repeated on a second e 601 analyzer, resulting in a value of 9 ng/l. The repeat value was deemed correct. The second sample initially resulted in an hcg value of 82.40 miu/ml and this value was reported outside of the laboratory. The initial value did not match the clinical picture of the patient and also did not agree with ultrasound results of the patient. The sample was repeated, resulting in a value of >10000 miu/ml accompanied by a data flag. The analyzer then automatically repeated the sample with dilution on the second e601 analyzer, resulting in a value of 169209 miu/ml. The repeat value of 169209 miu/ml was deemed correct. The third sample initially resulted in an hcg value of 161.9 miu/ml and repeated as > 10000 miu/ml accompanied by a data flag. It is not known if any incorrect results from this sample were reported outside of the laboratory. The troponin t reagent lot number was 49088100, with an expiration date of 30-apr-2022. The hcg reagent lot number was 491930. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on 14-nov-2021 had signals that were within expectations. Data was provided for one control level and it was acceptable on the day of the event. Upon review of the alarm trace, abnormal prove aspiration alarms were observed on the day of the event. This is an indication of possible poor sample quality. The field service engineer could not determine a cause. The measuring cells were replaced and performance testing was successful. Precision studies were performed. The customer calibrated and all controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.